Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited loss of capture post coronary artery bypass graft. The lead was capped and replaced. The patient was fine throughout the procedure.